Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "no problem detected" conclusion code would be selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the descriptionfor more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) showed high, out of range pacing impedances. There was also probable loss of atrial capture (loc) observed at a presenting electrogram (egm). Also, there was non physiologic noise recorded at a ra auto threshold test were high pacing thresholds were observed. At other episode, the a minute ventilation over-sensing ending algorithm was identified. Noise was seen on multiple events with inhibition of atrial pacing greater than two seconds. The right ventricular pacing or intrinsic activity continued as expected. An ra lead issue was highly suspected due to the observed behavior. The patient was brought to an in office evaluation where high impedance was confirmed and a lead replacement was decided in the future. The system with the ra lead and ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) showed high, out of range pacing impedances. There was also probable loss of atrial capture (loc) observed at a presenting electrogram (egm). Also, there was non physiologic noise recorded at a ra auto threshold test were high pacing thresholds were observed. At other episode, the a minute ventilation over-sensing ending algorithm was identified. Noise was seen on multiple events with inhibition of atrial pacing greater than two seconds. The right ventricular pacing or intrinsic activity continued as expected. An ra lead issue was highly suspected due to the observed behavior. The patient was brought to an in office evaluation where high impedance was confirmed and a lead replacement was decided in the future. The system with the ra lead and ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.